Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("excessive bleeding") in a 28-year-old female patient who had essure (batch no. 958714) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hemicolectomy and cecal volvulus. Previously administered products included for birth control: nuvaring from 2007 to 2011. Concurrent conditions included rectal bleeding, hemorrhoids, dysfunctional uterine bleeding and morbid obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain, lower pelvic region right to middle"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, vaginal haemorrhage and pelvic pain had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent the implant procedure was successfully implanted, without complications. However, removing of the essure coils also required removal of plaintiff davis' uterus. Because of the requirement to undergo a partial hysterectomy,plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet was received events- event excessive bleeding added. Date of birth were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. 958714) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hemicolectomy and cecal volvulus. Previously administered products included for birth control: nuvaring from 2007 to 2011. Concurrent conditions included rectal bleeding, hemorrhoids, dysfunctional uterine bleeding and morbid obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain, lower pelvic region right to middle"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent the implant procedure was successfully implanted, without complications. However, removing of the essure coils also required removal of plaintiff davis' uterus. Because of the requirement to undergo a partial hysterectomy,plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2012 and removal date updated to (B)(6) 2013. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Lot number (958714) added. Events abnormal bleeding (vaginal) and pain, lower pelvic region right to middle) added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("excessive bleeding") in a 28-year-old female patient who had essure (batch no. 958714) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hemicolectomy and cecal volvulus. Previously administered products included for birth control: nuvaring from 2007 to 2011. Concurrent conditions included rectal bleeding, hemorrhoids, dysfunctional uterine bleeding and morbid obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain, lower pelvic region right to middle"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, vaginal haemorrhage and pelvic pain had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent the implant procedure was successfully implanted, without complications however, removing of the essure coils also required removal of plaintiff davis' uterus. Because of the requirement to undergo a partial hysterectomy,plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were bilaterally occluded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses") and dyspareunia ("painful intercourse"). The patient was treated with surgery (partial hysterectomy to remove the essure devices). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and menstrual disorder to be related to essure. The reporter commented: she underwent the implant procedure was successfully implanted, without complications however, removing of the essure coils also required removal of plaintiff (B)(6) uterus. Because of the requirement to undergo a partial hysterectomy,plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were bilaterally occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.